Manufacturer narrative:
The pump was received with a blank display. Could not perform displacement test due to blank display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, cracked lcd window, and pillowing keypad overlay. Unable to perform tests due to blank display. Cosmetic damage was confirmed at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked at screen. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.